Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not working in the application. A field service engineer replaced the drawer to resolve the issue as it is a legacy full height cubie drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, device was showing as maintenance required, unable to clear. The customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no harm or delay in patient care reported. There were no adverse events or injuries reported based on this event.